Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service due to an insulation break. The pacing thresholds were high. X-ray shows the implantable cardioverter defibrillator (ICD) (1762) had migrated down the patient's breast and turned. The leads were taut. The physician performed an invasive procedure and found the insulation of the (0125) was completley broken. Also noted at the procedure, the physician was unable to tighten or release the setscrews. A new cpi (ICD) and lead system were implanted.